Event description:
Report received from (B)(6) stating that the "tip was broken." The device was being used during "cmf" surgery. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and it was found that it had a damaged protective foot and back post. The protective foot was drilled into on the bottom, the back, and the sie. The device was most likely drilled into due to the cutter being disassembled to the attachment and motor. The attachment also had cleaning issues as there was dried biological debris on and in the attachment found. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).